Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 118 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.